Manufacturer narrative:
Batch review performed on 18 march 2021: lot 183808: (B)(4) items manufactured and released on 19-sep-2018. Expiration date: 2023-09-03. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs department: 2 years after primary cementless tha, the stem is mobilized and requires revision. It appears surrounded by a rather uniform radiolucent line, at a very early stage. The report does not mention infection findings. Early aseptic loosening is a possible adverse event following tha, although such an early onset is rare. We have no postoperative image to judge on the stem fit at the time of the index surgery and only one projection of the pre-revision condition is supplied, so no final conclusion can be drawn.

Event description:
Revision surgery performed following stem loosening with pain, stem and head were revised 2 years and 2 months after primary. The surgeon implanted an amistem c and a ceramic head.